Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized for blood glucose levels over 1400 mg/dl. The customer stated that he was getting no delivery alarms prior to the event, and he was unable to clear the alarms. The customer stated that his doctor requested a replacement insulin pump. Nothing further was reported.